Event description:
Recipient was implanted in (B)(6) 2017 and a full insertion of the array was reported. Later CT scan showed migration of the electrode array. Re-insertion surgery was first attempted on the contralateral (right) side, but when drilling the mastoid the electrode popped out and re-insertion was not possible, therefore the recipient has been bilaterally explanted. The recipient was re-implanted with a competitor's device for a family's choice.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The mechanical damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the active electrode migrated partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. Also, scar tissue and middle ear diseases have been observed, which might have contributed to the electrode displacement. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
CT scan showed migration of the electrode. It was attempted to re-insert the array, however this was not possible. The recipient was re-implanted with a new device.